Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. K011028, k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient had a broken implant that was removed; replaced with new immediate 4.7 x 11 implant and bone graft, patient will return in 3 months to have healing collar placed. Tooth location #4.

Manufacturer narrative:
One impl scr-v mini ha 3.3mm 3.5mm 13mm (svmh13) was returned for investigation (image 1-3). Visual evaluation of the as returned product identified significant signs of wear and debris about the implant threads, and fracture across the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 (universal) and used for approximately 8.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the svmh13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.